Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Burr stopped working during bone preparation. Error message on screen displayed "e2 error". Attempted to reset the cutter multiple times and unplugged and plugged back from rio. Replaced anspach and continued. Robot failed to register with new anspach, so opened manual tray since the only areas missing were the peg holes. There was a surgical delay of 10 minutes. Case type pka. Files uploaded to the complaints folder as "raterman-bad anspach-8.30.17".

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor burr stopped working during bone preparation. Error message on screen displayed "e2 error". Device evaluation and results: no device inspection could be completed as the product was not available for evaluation (lost product). Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor burr stopped working during bone preparation. Error message on screen displayed "e2 error" failure of p/n: emax2plus, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. The device was not returned for evaluation.

Event description:
Burr stopped working during bone preparation. Error message on screen displayed "e2 error". Attempted to reset the cutter multiple times and unplugged and plugged back from rio. Replaced anspach and continued. Robot failed to register with new anspach, so opened manual tray since the only areas missing were the peg holes. There was a surgical delay of 10 minutes. Case type pka. Files uploaded to the complaints folder as (B)(4).